Manufacturer narrative:
510(k) # is k073231

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter displayed an "ER 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 915pm. It is not known how the patient manages her diabetes or what action she took at the time of the alleged issue. At the same time as the alleged issue, the patient claimed she felt symptoms of nausea, irritable, headache and thirsty. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca discovered the alleged "ER" message appeared when the power button was pressed. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started at the same time the alleged issue occurred. It is unlikely the product issue contributed to the reported symptoms. However, this complaint is being reported because the alleged "ER 2" message remained unresolved.